Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged due to non-compliance. The rep also reported long charge intervals. The rep jumpstarted the ins and cleared the power on reset (por). The rep also reduced the patient rate to help with charging interval. The issue was resolved. No further complications were reported.